Manufacturer narrative:
For the reported information, the device was not returned to bd for evaluation. However, photos were provided for review. According to the photo visual evaluation and according to the investigation it was concluded that one kit was missing the patient guide information as the kits were still sealed it suggest that the literature pouch was omitted during the fill of the tray before of the sealing process. Two electronic photos were submitted. The photos show two vaccess CT w/8fr cf catheter int kits unopened. The one on the left is visibly missing all literature from the kit. The investigation is confirmed for missing component as the kits were still sealed but were somehow missing the literature from the kit. The complaint was confirmed, the cause is manufacturing related. The devices are labeled for single use.

Event description:
This report summarizes one (1) malfunction. A review of the reported information indicated that model 7480000 port & catheter allegedly experienced a missing component. This information was received from one source. The malfunction involved a patient with no known impact to the patient. The patient¿s age, weight, and gender were not provided.